Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy using two devices with a preclose technique of an unspecified vessel after an interventional procedure. Reportedly, cuff miss occurred with one of the devices. Another proglide was used with the same results. Two proglides were successfully deployed and after the interventional procedure, hemostasis was achieved with the two devices. There was no reported adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The perclose proglide (part #12673-03, lot #910136h) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Analysis of the returned device indicated that both cuffs successfully captured the needles, but the link was detached from the posterior cuff. A link break at the posterior cuff would result in a failure to retrieve the suture during plunger retraction and could appear very similar to the reported cuff miss; therefore, the reported product experience is confirmed. During testing, the plunger was reinserted and retracted successfully without any resistance that could contribute to a link break. The whole suture was able to be pulled out from the posterior needle slot without any observable resistance that could result in a link break during plunger retraction. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the link break at the posterior cuff could not be determined. A review of the device history record for this lot did not reveal any non-conformity which could be related to this event.

Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the attachment being damaged by tool contact. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no patient impact.